Event description:
It was reported that during an unknown procedure, the stapler fired, opened in abdomen then closed when removing from patient but then it jammed once outside the patient; and unable to open. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4).date sent: 7/09/2026.d4: batch # unk.d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.h4: the device manufacture date is currently not available.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent:was the device locked on tissue with the jaws closed? If yes, how was the device removed?what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)?did the jaws eventually open?was the firing sequence started but not completed? If yes:did the device deliver any staples?if yes, were the staples formed properly?if yes, was the staple line complete?did the device cut?if yes, was the cut line complete?if yes, was there any issue with the cut line?attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.no lot or batch number was provided; therefore, a device history could not be done.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.